Event description:
It was reported that while unloading the cot with a patient, the legs would not lower. There were no adverse consequences reported.

Manufacturer narrative:
Results: yellow release bar. The unit was evaluated by the customer.